Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. This complaint is considered closed. Device discarded by customer.

Event description:
The sales rep reported "drainage tubing from the patient line connection to the port where the fluid coupled transducer fractured. It has happened on more than one occasion, but the other occurences were not reported". (B)(4) 2014 - the sales rep was asked to elaborate on "it has happened on more than one occasion, but the other occurences were not reported". (B)(4) 2014 - the sales rep responded to additional questions. (B)(4) 2014 - please provide details regarding ¿it has happened on more than one occasion, but the other occurrences were not reported¿. We need to open a complaint for all occurrences regardless of whether they were reported or not. Please gather any details you can regarding ¿that other occasion¿. I will try and get as much information that I can. I was working off of an email that the resident sent to me. What is the date that you were made aware of this complaint? (B)(4) 2014 by email. Is the product available for evaluation? No it was discarded. (B)(4) 2014 - additional information regarding the alert date from the rep explained, "yes it was (B)(4). Sorry for the typo". (B)(4) 2014 - additional information was asked. "Did the customer report leakage of any type"? (B)(4) 2014 - rep responded by stating, "no but I will ask." (B)(6) 2014 - clinician explained, "no leak before the break. The breaks are all clean fractures through the tube so yes they do leak after breaking."